Manufacturer narrative:
Supplemental data: this product is distributed by (B)(4). It is manufactured at the site noted in MFR contact information. Qc investigation: the investigation is incomplete. The complaint sample has not been tested yet. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Customer reported the alarm will not make alarms sound. Customer tried different batteries and different pads. It beeped once when activated but then stopped. There was no injury reported.

Manufacturer narrative:
Corrections are being made for the following: the reported event was a malfunction and not an adverse event. A medical procedure is not applicable. There was no report of an injury. Date of this report: the initial medwatch submitted reflects a date of 10/14/2016. The correct date of this report should be 09/13/2016. Additional information: received confirmation on 10/24/2016 that there was no patient fall, and the issue was identified during pre-testing. Received the initial reporter's complete information on 10/24/2016. The scar was returned from the vendor on 10/19/2016: there have been no reports for this same issue. Received quantity (1) tl-2100st monitor. The pad port was tested with control pad. A double beep occurred when pressure was applied to pad as designed. The speaker is working. There was no sound from monitor when pressure is released from pad or when pad is unplugged form monitor. The problem is believed to be in the pad port. A root cause is unable to be determined. The possible root cause - from cord being pulled and connections in port being broken. Possibly a defect in solder. This is not a common problem. No corrective/preventive action is required at this time. We will monitor for further issue. No further information is available at this time. We will provide a follow up report if additional information becomes available.